Event description:
The device was used during a cardiac procedure. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.